Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider via a device manufacturer representative regarding a patient receiving lioresal (2000 at 258) via an implantable infusion pump. It was reported that the patient was in a wheel chair and the pump was not comfortable in their belly. It was also reported that the pump had been moving in the pocket. The pump was moved to their back.